Event description:
Reporter stated that the surgeon inserted an aa4203tf single piece silicone lens into pt's eye and noticed the pt's capsule bag was too large to support this lens. The incision was enlarged and lens was cut in pieces to be removed. The lens was replaced with an aq model lens. No suture required. Reporter stated that there was no problems with this lens during insertion and the removal of the lens was due to the pt's anatomy.